Event description:
A healthcare facility in (B)(6) reported via a distributor that an rt134 adult breathing circuit did not pass a ventilator leak test. This was detected before use and no patient consequences was reported.

Manufacturer narrative:
(B)(4). The complaint rt134 adult breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.